Manufacturer narrative:
Add'l info is not available. Synthes is unable to determine mfg site or mfg date w/o a part number or a lot number. Synthes is unable to determine 510(k) # w/o a part number or lot number. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.

Event description:
Pt implanted with plate and screws for an acdf complained to surgeon. X-rays taken showed the inferior screws not engaged in the locking mechanism and sitting proud in the vectra plate. Upon removal of the hardware, it was noted that the screws were still engaged in the bone. This is the 3rd of 3 reports submitted on this event.